Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2024-00089 and 3004608878-2024-00091: a distributor reported that the threads of the a1018 swivel adaptor don't have/ make good connection, and this results in being screwed- in wrongly and as a consequence also to bend out of shape the next to it a2101 ultra base unit. This increased the surgery time by more than 30 minutes. The doctor realized the issue and was extra super careful, and the surgery finished well without any issues.

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement was confirmed as valid after evaluating the device. The inspection shows that the top screw (on the base) and it's retaining ring are missing and must be added to the unit. The upper screw (of the sleeve) is bent and must be replaced. The swivel adapter assembly's small parts must be replaced including the nylon washers and retaining rings. After reassembling the swivel adapter, it must undergo a function check and must be marked with instance no. (B)(4). Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is improper disassembly and mishandling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.